Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and surgical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was difficult however one clip was able to be implanted. After deployment the clip detached from the anterior leaflet (slda). A second clip was deployed in the lateral commissure however it was not able to fully stabilize the slda clip. The procedure was aborted with the mr remaining at 4 and the patient was sent for surgery to replace the valve. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported incomplete coaptation in this incident could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.